Event description:
It was reported that a leak was noted between the titanium adaptor and the transfer set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. (B)(4) will address the allegation against the titanium adaptor.

Manufacturer narrative:
(B)(4). The actual device was not returned to baxter; however a photograph of the actual sample was returned for evaluation. As the actual device was not available, functional tests could not be performed. The reported leak could not be identified from a visual inspection of the transfer set connected to the titanium adapter. Should additional relevant information become available, a supplemental report will be submitted.